Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during previous therapy. Per the initial report, the home patient (hp) had reused same supplies. The hp stated he had to cycle the power and the hp went to press go to start. The hp stated he did the setup again and was able to complete his therapy. The technical service representative (tsr) asked the hp if he started over with new supplies. The hp stated no. The tsr explained if the hc ever goes back to press go to start during therapy it is recommended the hp start over with new supplies. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who reused an unspecified disposable product when troubleshooting. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.